Manufacturer narrative:
Subject: qv otc caller reported putting swab back in nose after dipping into reagent -- tss referred to IFU for ingredients and contact information for poison; advised to flush and follow up if medical attention is needed; logged incident investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Qv otc caller reported putting swab back in nose after dipping into reagent -- tss referred to IFU for ingredients and contact information for poison; advised to flush and follow up if medical attention is needed; logged incident.